Event description:
The reporter/wife contacted lfs alleging an apply sample message on the pt's one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to obtain further clinical info. The pt mentioned that the allegedly reported issue began 3-4 months ago. Due to the reported issue, the pt took 2 extra shots of humalog. At an unspecified time later, the pt experienced cold sweats, stomach aches, nausea, fatigue was tired and irritable. The pt did not seek any medical attention or contact his physician for assistance. Issue was not resolved via troubleshooting. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, whether the pt continued to take their medication on a regular basis when they were unable to test, and whether they used another meter to test their blood glucose in the meantime. The complaint is being reported since the pt alleged that due to the reported issue, the pt developed symptoms of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.